Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal insulin, the customer's blood glucose level decreased to less than 20 mg/dl and experienced a seizure. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with apple juice and intravenous fluids of saline. Customer was released from the hospital 8 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.